Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. Lead dislodgement was observed via fluoroscopy. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
.